Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum set where it was reporting taxol was leaking. The leaking occurred at the filter line. There was patient involvement, no one was harmed as a result of the reported event, however, there was a delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking taxol line at the filter could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.